Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was at the heart hospital earlier and had ablation performed. Caller do not know if patient had turned stimulation off, patient's wife does not recall. Caller reports hcp could not read patient's bp, and was in atrial fibrillation, hcp had to cardiovert patient. Caller reports patient's system has returned. Caller is attempting to turn stimulation on, but it flips to off. Caller reports she is able to see the normal therapy screen, 2.6ma bilateral, but unable to turn stimulation on. Implant is at 90% charged. Caller reports she attempted 5 times, continue to see an error message: device stimulation has been unexpected, stimulation turned off, turn stimulation on and consider reducing stimulation. Caller reports she attempted to reset the neurostimulation. Caller reports she is seeing an error message: to move the communicator closer. Keep the communicator at least 1cm from other implanted neurostimulator caller reports when she attempted to re-interrogate patient's device, attempted to turn on therapy, caller reports she is seeing the same error message. Redirect caller to patient's hcp. Additional information received from hcp stating that root cause of the cardiac symptoms is known. Although the steps taken to resolve these issues is unknown to the hcp, issues have been confirmed resolved and cardiac issues were not associated with dbs therapy or devices. Additionally, hcp denies that battery experienced rapid battery depletion after cardioversion and simply refused to turn back on.

Event description:
Additional information was received from the manufacturer representative indicating that the explant surgery was scheduled for mid january.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from rep confirming device failure. Ins was in the right side of the body and on during the cardioversion. Patient has not had a previous cardioversion with an ins. This issue will be resolved via device replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative indicating that the explant surgery is scheduled for (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep). Rep reported the device will not be returned because the hospital decided to keep the device.